Event description:
It was reported that during a procedure involving a smartfreeze cryoablation console, the system presented the error sn (B)(6): the outer balloon pressure is too high. Replacing the catheter and its cable did not solve the problem, so the gas cable connection was and then the cable and balloon were replaced, but the error recurred nine more times with different combinations. All occurred outside the patient and no patient complications are reported. Initially we had been informed that the procedure was cancelled, however, it was further reported that a non-boston scientific system was used to complete the procedure successfully.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure involving a smartfreeze cryoablation console, the system presented the error sn (B)(6): the outer balloon pressure is too high. Replacing the catheter and its cable did not solve the problem, so the gas cable connection was and then the cable and balloon were replaced, but the error recurred nine more times with different combinations. The procedure could not be completed. All occurred outside the patient and no patient complications are reported. This event is reportable per procedure cancellation with a patient sedated patient.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.